Event description:
The pt was undergoing a mitral valve replacement procedure. The endocoronary sinus catheter and endopulmonary vein (epv) catheter lines were placed by the anesthesiologist using trans esophageal echocardiogram guidance. The endovenous drainage cannula was placed in the right femoral vein and advanced under trans esophageal echocardiogram guidance. A right 3rd intercostal space leision was performed. A trocar was placed in the right 1st intercostal space and the directflow cannula / incision dilator assembly was passed through the chest wall cannula and easily inserted into the ascending aorta just proximal to the innominate artery. Blood instantly filled the cannula as the introducer was removed. The perfusionist indicated that there was some damping of the pulsatility of this flow, so a flow pressure test was performed with 50 to 100 cc of volume. The results were satisfactory. The endoaortic clamp (eac) catheter was then inserted through the directflow cannula and its tip positioned in the ascending aorta under tee guidance. Cardiopulmonary bypass was initiated at low flows. As the eac balloon was inflated, flows were slowly increased. It became apparent that venous drainage was not adequate to maintain flows above approximately 2 liters per minute. The eac balloon was deflated and cardio pulmonary bypass discontinued. A right angled venous drainage cannula (non-heartport device) was placed through a right intercostal port and advanced through the right appendage into the superior vena cava. The chest wall retractor was then removed and an incision made in the 4th intercostal space. The retractor was then replaced into this more inferior incision. When cardio pulmonary bypass was restarted, blood with air bubbles appeared within the chest incision. Air also appeared in the venous drainage line. Cardio pulmonary bypass was discontinued. The surgeon found that the tip of the epv had perforated through the right ventricle. Additionally, he found hematoma within the aortic wall extending from the cannulation site through the entire proximal length of the aorta. A diagnosis of aortic dissection was made. A femoral arterial cannula was placed and the pt was placed on cold circulatory arrest. A stemotomy was performed. A cross clamp was placed and the aortic wall was repaired using 2 felt strips and sutures. The right ventricle perforation was repaired and the mitral valve replacement performed. Prior to discontinuing cardio pulmonary bypass, the aortic repair was assessed and an additional repair was performed. The pt was taken off cardio pulmonary bypass and the incision closed. The pt's heart was paced with adequate blood pressure when her heart abruptly went into electromechanical dissociation. The pt was re-opened and her heart massaged. Despite aggressive use of pressors and an intra-aortic balloon pump, the pt expired late that night. Due to a case backing, the county coroner has not yet completed the autopsy.